Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017. The customer's wife found him passed out on the floor. The customer was wearing the insulin pump during the hospitalization. The hospital staff did not decide on an official cause of the hypoglycemic event; however, the customer stated that he may have laid on the insulin pump and delivered extra boluses. The patient is currently a dialysis patient. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.